Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a patient death occurred. It was reported via social media that during a watchman left atrial appendage closure procedure a perforation occurred. The patient experienced a cerebral vascular accident as a result and ultimately a patient death occurred. No further information is available at this time. It was further reported that the patient was not on blood thinners prior to the event. The patient had a pacemaker in (B)(6) 2021. In (B)(6) 2021, the patient was implanted with a watchman flx closure device during which a peri-procedural stroke and death occurred.

Manufacturer narrative:
B2: date of death - the death date was estimated as (B)(6) 2021 since the updated event notes this occurred in (B)(6) 2021. B3: date of event - the event date was estimated as 01 april 2021 since the updated event notes this occurred in (B)(6) 2021. B5 describe event or problem - updated with additional narrative. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code - updated. D6a: implant date - the implant date was estimated as (B)(6) 2021 since the updated event notes this occurred in (B)(6) 2021. G1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact zip/postal code, MFR contact phone number, MFR contact email - updated.

Event description:
It was reported that a patient death occurred. It was reported via social media that during a watchman left atrial appendage closure procedure a perforation occurred. The patient experienced a cerebral vascular accident as a result and ultimately a patient death occurred. No further information is available at this time.

Manufacturer narrative:
Date of event - the event date was not reported so the aware date was used as an estimate.